Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. During evaluation, the unit was able to power on using ac power. It was determined that the customer touchscreen was defective. The touchscreen was replaced and the unit functioned as designed.

Event description:
It was reported that the device randomly scrolling through the menu screens. No known impact or consequence to patient.